Manufacturer narrative:
Age, weight and ethnicity: unknown/ not provided. Initial reporter telephone number: (B)(6). It was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon implanted the intraocular lens (iol) za9003 which stayed in place until the surgeon was suturing the wound when the lens disappeared into the vitreous. This is because the surgeon implanted the lens into the sulcus. Sales rep had advised that placing the j&j 3-piece lenses in the sulcus was off label use. Iol was explanted during secondary surgery on (B)(6) 2021 with vitrectomy and suture performed. Product not available for return. It was stated that the patient will do well once her eye settles. No further information available.